Event description:
A customer observed a higher than expected vitros phyt quality control result after calibrating the current phyt reagent lot in use, on the vitros 5600 integrated system. A result of 29.02 ug/ml was obtained from a non-vitros control fluid versus the expected value of 23.98 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phyt while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros phyt quality control result occurred on 1 of 3 replicates after calibrating phyt reagent lot 2605-0129-8274, on the vitros 5600 integrated system. The definitive root cause could not be determined; however, a reagent or an analyzer issue could not be ruled out. No phyt performance testing to rule out an analyzer issue was performed. Acceptable phyt quality control results were obtained after performing an additional calibration of the same phyt reagent lots. Review of the complaint database from (B)(4) 2011 through (B)(4) 2012 revealed no related complaints for vitros phyt lot 2605-0129-8274.